Event description:
A customer reported to beckman coulter, inc. (Bec) of observing a leak from the unicel dxc 600 synchron clinical system. Specifically, small volumes in ml were dripping from the top of the closed tube sampling (cts) blade clip and dripping onto sample tube caps. The operator was wearing gloves, goggles, and lab coat. The customer stated no one was exposed to the leak and medical attention was not sought. No effect to patient or operator was reported in connection with this event.

Manufacturer narrative:
On (B)(4) 2011, bec field service engineer (fse) was dispatched for this event. The fse found that the cap rubber clogged the waste line. The fse removed the rubber and the waste line was working properly.